Manufacturer narrative:
(B)(4). The first distal end cap that reportedly fell into the patients mouth will be reported under MDR 9610877-2020-00174. The second distal end cap that reportedly broke apart while trying to be installed will be reported.

Event description:
Pentax medical was made aware of a complaint that occurred in the operating room during use in the united states. The reported complaint that the disposable distal end cap (dec) "came off of the ed34-i10t2 while in the patients mouth as procedure was starting. They retrieved the cap and tried installing a new one but that one broke apart when trying to install. They used a third cap and procedure was completed normally. The procedure required medical intervention to remove the dislodged distal end cap from the patient". Since the second dec broke during installation during the procedure, we are also reporting it in an over abundance of caution. No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. A pentax medical territory manager visited the site and gathered product information for the distal end caps and endoscope. He also retrained the staff member on application, testing and removal of distal end caps. The procedure involved pentax medical sterile distal end cap accessory, model oe-a63, lot number 0011089. The sterile single use distal cap was used with pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4). Patient information was not provided by the user facility. On 21-aug-2020, a device history record(DHR) review for model oe-a63, lot number 0011089 was performed under ivai-20-080049, the DHR review confirmed the endoscope was manufactured on 01-aug-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-aug-2019. Investigation is in-process.